Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# i0854, manufactured 12/04/13, expires 2018-11; ifuse implant, p/n 7050-90, lot# i0863, manufactured 12/10/13, expires 2018-11; ifuse implant, p/n 7065-90, lot# i0658, manufactured 11/27/13, expires 2018-06.

Event description:
On (B)(6) 2014, the surgeon performed a right side si joint arthrodesis on the patient placing three ifuse implants. The patient complained of new pain that did not subside following the surgery. A CT scan showed that an implant may have breached the s1 foramen. On (B)(6) 2014, the surgeon performed a revision surgery where he removed the implant suspected of breaching the s1 foramen. The patient recovered fine from the procedure.